Event description:
It has been reported to philips the video laryngoscope was plugged in and caused pro to shut-down. This behavior was replicated on 3 other pro's and determined to be a vl issue and not an issue with the pro. No patient involvement.